Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. Logfiles and additional clinical data was requested but not provided therefore a deeper investigation cannot be provided. No root cause for the customers reported event could be determined, not enough information could be provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H3, h6: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that of patient had complained about poor visual quality in the right eye and post operative uncorrected visual acuity was more than one diopter after lasik surgery. After the second surgery, the patient's vision improved, and visual interference symptoms were reduced. Procedure was completed. There are two related reports for this patient. This report addresses the patient's t in the right eye and another manufacturer report will be filed for the fellow eye.